Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings:a review of the black box showed loss of prime warnings had occurred. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within specifications. There were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had emitted multiple loss of prime warnings with multiple cartridges. Troubleshooting indicated cartridges were being used appropriately per the instructions for us. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.